Event description:
Boston scientific received inquiry regarding the longevity calculations of some pacemakers. The representative did not have specific models/serials nor patients. However the physician reported that there are many devices that show less than 0.5 years but then last much longer than that. It was reported that some devices are being removed early due to this issue. Technical services discussed device operation and factors that influence. In addition, it was advised that when there is concern a save to disk would be beneficial. There were no patient effects reported with this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.